Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter of a leaking vialmate reconstitution device. The condition occurred before patient use. This facility has been in-serviced on more than one occasion regarding how to use the vialmate. The most recent inservice occurred 3-4 weeks ago. The entire department was involved. Additional directions-for-use posters were distributed to the staff. The leak condition occurred at the connection between the vialmate and the 100ml normal saline bag. A vial of meropenem was attached to the other side. The customer claims the vial was connected first and then the bag. The condition is not specific to certain individuals and is not specific to certain solution bags. There was no patient injury or medical intervention reported. No additional information is available.